Event description:
During review of the in-house programming history database, it was observed that a faulted system diagnostic test occurred on (B)(6) 2014. The device was interrogated then programmed. Two faulted system diagnostics then occurred, and then a third system diagnostic was performed. A final interrogation was not performed prior to the patient leaving the clinic. On the next recorded office visit, the settings were found to be at unintended parameters . The device was programmed to intended settings on (B)(6) 2014. No patient adverse events were reported.